Event description:
Due to infection the gamma nail and lag screw were removed. The surgeon then washed out area and implanted new devices.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the product and especially the packaging were not available for investigation. A review of the DHR revealed no non-conformities. Medical data was requested by (B)(4) (customer checklist) but finally not provided. Clinical assessment by a medical expert could not be obtained.

Event description:
Due to infection the gamma nail and lag screw were removed. The surgeon then washed out area and implanted new devices.